Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged resulting in high pacing impedance and loss of capture due to a high capture threshold. Upon repositioning, it was observed that the stylet failed to advance fully into the ra lead. The ra lead dislodgement was confirmed via fluoroscopy. The ra lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, high pacing impedance, and the stylet failure to advance. A complete lead with three stylets was returned in one piece for analysis. The reported events of failure to capture and high pacing impedance were not confirmed while the reported event of the stylet failure to advance was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found the over torqued inner coil consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Final analysis found no indication of conductor fractures or internal shorts. The stylet insertion test could not be performed due to the damaged inner coil. The cause of the reported event of the stylet failure to advance was isolated to the inner coil being damaged.